Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient's catheter quit and was split. It was reported the patient needed a new catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.